Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 27 yrs ago. Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about reported polyethylene wear; however, polyethylene wear after approx 27-year implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.